Manufacturer narrative:
Product evaluation: complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a few abrasions on intraocular lenses were noted in periphery, but no quality of vision concerns following intraocular lens (iol) implant procedures. The physician feels the cartridge was the suspect product.